Event description:
Facility reports after the patient completed draining the patient then went to fill with new solution, during filling a leak occurred from where the tubing exits the y-section of the set and connects to the patient. The patient then subsequently developed peritonitis. Patient hospitalized and treated with antibiotics. Patient had brought pd set to the hospital with them and it was discarded by hospital staff. Cultures taken are positive for staph aureus. Patient has been on pd for two years. Patient had been switched to fresenius products in july of 2001.